Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 29 devices were evaluated in the field and the issue was confirmed; 28 devices had worn components, 1 device had a dirty component, and 2 devices had broken/damaged components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 33 </noe> malfunction events, where it was reported the brakes wouldn't hold or the unit had reduced brake force. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed; the device had a worn component. The device was repaired and returned to use.

Event description:
This report summarizes 33 malfunction events, where it was reported the brakes wouldn't hold or the unit had reduced brake force. There was no patient involvement.